Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 7 latch magnet was missing. A field service engineer replaced latch to resolve the issue. After replacement, no error or failure were observed in the test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using bd pyxis¿ medstation¿ es auxiliary, the cubie drawer failed to stay closed. Multiple technicians had attempted to recover the drawer by pulling and pushing on it and by using support keys to access it. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.